Event description:
Caller reported a malfunction on pump with no notable events prior to malfunction. Value remained within normal range and did not exceed 500 mg/dl (27.7 mmol/l). Customer received information on resetting pump and issue was resolved without recurrence, allowing continued use of pump. Customer was advised to contact support if issue reoccurs and acknowledged understanding.